Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information was not showing on the station. A technical support specialist found that the affected patient record, along with its related data and received messages, was still being routed to the incorrect unit and area instead of the intended destination. Review of the adt data showed that the patient record and associated messages continued to route to unit 6s instead of micu, and pyxis correctly displayed the information received downstream. After following up, customer confirmed that the cerner team identified and corrected the erroneous discharge message, resolving the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not showing on the station, and the issue occurred only on one machine. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.